Manufacturer narrative:
According to the customer, they couldnt cross it because it was damaged out of the box/ bent. There were no reports of death, serious injury, medical intervention, or follow up care. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the customer, they couldnt cross it because it was damaged out of the box/ bent.